Event description:
Caller states patient tested >8.0 inr on the coaguchek s system while a comparison lab returned as 5.7 inr. Patient's coumadin dose has been held based on meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported that during a lap chole procedure, the clip initially loaded into the applier as expected and fired the first clip okay. The surgeon went to apply the second clip on the artery and the clip only half entered the jaws so the applier was removed from the abdomen and then fired to release the clip (this was difficult). The surgeon squeezed the trigger again to advance the clip. Applier introduced into the abdomen. The device fired as expected. The next clip once again only half entered the jaws so it had to be removed. The device was then fired as expected three times on the cystic duct. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.